Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. Adding patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during a right ventricular (rv) lead reposition/revision right atrial (ra) lead got damaged and both leads were extracted. New leads were implanted and the same device was used. The leads were cut during the explant. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that during a right ventricular (rv) lead reposition/revision right atrial (ra) lead got damaged and both leads were extracted. New leads were implanted and the same device was used. The leads were cut during the explant. No additional adverse patient effects were reported.